Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. The battery pins, battery wire harness, battery contact assembly and kepnuts were as a preventative measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control determined that the likely cause of the reported issue were due to worn battery pins and loose pieces affecting battery and device side contact.